Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2018, the customer received the following results on the guide system within 10 minutes: 419 mg/dl and 192 mg/dl. On (B)(6) 2018, the customer received the following results on the guide system within 10 minutes: 481 mg/dl, "hi" mg/dl, "hi" mg/dl, and 132 mg/dl. The "hi" mg/dl result on the system indicates a result in excess of 600 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.